Manufacturer narrative:
Device evaluation: the device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.

Event description:
Reported right side silent rupture.